Event description:
The device was used during a laproscopic gastric bypass. Reportedly, as the surgeon fired, the instrument would not fire resulting in misfired staples across the stomach. Another device was used to finish the procedure. No patient injury was reported.